Event description:
During an index procedure, it was reported that a physician used one amphiprion deep pta balloon catheter for treatment of the posterior tibial artery of the right leg of a patient. Approximately 5.5 months post the index procedure, the patient underwent target lesion revascularisation and a falcon balloon catheter was used as treatment. The investigator indicated that the reported event was unlikely related to the study device and possibly related to the study procedure.

Manufacturer narrative:
Revascularization. (B)(4).